Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was detached. Evaluation revealed that the pe fiber was fractured, and the proximal constraint sphere was missing at the proximal end of the embolization coil. This type of damage typically occurs if the device is retracted against resistance during use. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed that the embolization coil had offset coil winds. This damage is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the varices using a pod xl and a non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician obtained direct stick access in the abdomen. The pod xl was advanced to the distal end of the catheter, but while attempting to advance the pod xl in the vein, the physician was experiencing resistance and decided to remove the pod xl. Then, while removing the pod xl, the coil unintentionally detached inside the catheter. Therefore, the catheter containing the detached pod xl was removed together as a unit. The procedure was completed using new pod xls, packing coil xls, pod coils, and a new catheter. There was no report of an adverse effect to the patient.